Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via femoral artery. The non-totally occluded, 12x7mm, de novo target lesion was located in the mildly tortuous and moderate calcified renal artery. A 7.0mmx19mmx150cm express sd stent was advanced to treat the lesion. However, the device failed to cross the lesion and resistance was encountered upon removing the device out of the guide. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via femoral artery. The non-totally occluded, 12x7mm, de novo target lesion was located in the mildly tortuous and moderate calcified renal artery. A 7.0mmx19mmx150cm express sd stent was advanced to treat the lesion. However, the device failed to cross the lesion and resistance was encountered upon removing the device out of the guide. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a kink on the balloon and guidewire lumen 9mm from the tip. The stent is still tightly crimped on the balloon and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.